Event description:
Patient was revised to address loosening of the femoral component at the cement/implant interface. Competitor cement was used at the time of original implantation. Update (B)(6) 2013 - clinical report was received. It is now being reported that all components were loose at revision and the patient was unstable. Also noted, the patient had a superficial infection that was treated with an I&d. The insert and tibia are being reported at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the newly provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.